Event description:
The pt experienced no stimulation sensation on her right side. Her implantable neurostimulator and lead were explanted and replaced. Additional information indicated that the lack of stimulation was caused by a broken lead. The pt was "doing well" and experienced stimulation on her side. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).